Manufacturer narrative:
Updated sections b5, h6 (component code, investigation findings, investigation conclusions) attempts to obtain additional information and for product return have been made. The healthcare provider has not returned the explanted valve or provided any additional information at this time. Based on the information available the complaint is confirmed however, a definitive root cause cannot be conclusively determined. An edwards defect has not been confirmed. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry and investigation that a patient with a 36mm 4450 annuloplasty ring, implanted in the mitral, was explanted after an implant duration of 19 years, 10 months due to ring damage resulting in regurgitation. The explanted ring was replaced with a 32mm 4600 ring. The patient was in stable condition post procedure and discharged pod #4. Per surgeon, the perceived root cause of the event is due to distortion of the annuloplasty ring (structural deficiency) edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry and investigation that a patient with a 36mm 4450 annuloplasty ring, implanted in the mitral, was explanted after an implant duration of 19 years, 10 months due to regurgitation. The explanted ring was replaced with a 32mm 4600 ring. The patient was in stable condition post procedure and discharged pod # 4. Per surgeon, the perceived root cause of the event is due to distortion of the annuloplasty ring (structural deficiency). Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.